Event description:
It was reported that during a laparoscopic cholecystectomy, endopouch pro46 was used. It was reported by the co's rep that while the surgeon was trying to remove the gallbladder from the abdomen, the support arm on the device broke.